Event description:
The customer states that they have been using both lots of the ausab quantitation panel involved in field action 2007 and quality directive, revision 01. The customer states that patient results were generated for diagnosis. There is no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.